Manufacturer narrative:
Device evaluation:visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and labeled as right side. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number: 9617229-2020-16083. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device was explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.